Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for ulnar distal end fractures. During the surgery, when the surgeon tried to turn the tip of the handle, it turned idle and then the tip detached from the handle. The surgery was successfully completed with a less than thirty (30) minute delay. This report involves one (1) handle-medium mini-quick-coupl. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the returned handle-medium mini-quick-coupling was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The shipped back device ¿handle-medium mini-quick-coupl¿ article number 311.012 with lot number 9489462 is in used condition. Some scratches are present all over the device, but it looks still able to function properly. Since the device looks as it has been used many different times and for a long timeframe the identification numbers (such as article number and lot) are slightly still visible. Functional tests were performed on ¿handle-medium mini-quick-coupl¿ article number 311.012 with lot number 9489462, according to inspection sheet. The following functional tests were executed: coupling lock/unlock using functional gauge 60018788 with ID 13396-h. The device successfully passed the test performed; manual/ visual test ¿handle freely rotatable¿. Even if the rotation and the movement are guaranteed, the force required to rotate the handle is too high. It looks like some external liquid, like the blood during previous operation, penetrates inside the device reducing the mobility. The device does not pass all the functional test because the rotation seems to be slowed down by some event happened after the production (it is possible that blood penetrates inside or that the device was incorrectly reprocessed). The following documents were reviewed: device history record (DHR), inspection sheet and, drawing ¿ handgriff mit dentalkupplung.¿ in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. Functional tests were performed with 100% frequency and all the devices passed the tests. In particular since manual/ visual test (¿handle freely rotatable¿) performed in montage were passed when the device was produced it means that the issue detected now was caused after the production when the device was used by the customer. According to evidence is not possible to address the final root cause to a manufacturing issue. Most likely a mishandling of the device led to the opening of this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 311.012. Lot: 9489462. Manufacturing site: hägendorf. Release to warehouse date: june 03, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.